Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt wanted the scs (spinal cord stimulator) system to be explanted since she was not getting pain relief and also wanted an MRI performed. No further info was available at the time of this report.